Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on clip rails and at the back of the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.